Event description:
During surgical laparoscopic procedure the surgeon attempted use of a rf generated surgical vessel sealing handpiece. When attempting to activate handpiece the esu generator gave "probe damage" error and would not allow the generator to activate the rf energy. Handpiece exchanged with new handpiece and defective handpiece sent to biomedical for reporting. Case proceeded without further events or failure. Manufacturer response for laparoscopic vessel esu vessel sealing hand piece, thunderbeat (per site reporter): manufacturer provide RMA number to return affected handpiece for analysis.